Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a 33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test at 0.08730 inches. No unexpected low battery alarms were noted. Device received with cracked case at reservoir tube window, reservoir tube window corners, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 546 mg/dl. The customer's current blood glucose is 163 mg/dl. The customer had other blood glucose over 500 mg/dl, 464, 440, 468, 498, 526, 532, 546, 490, 226, 131. The customer had experienced the symptoms such as nausea, malaise, shortness of breath after taking a walk. The customer was treated by intravenous fluids, insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.